Event description:
It was reported to philips that the device had an ECG malfunction. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The biomed evaluated the device on site. The biomed ran operation test and the unit passed it successfully and the ECG error disappeared, and the device was returned to full functionality. The device in the mean while released to operation but under the biomed monitoring. The device remains at the customer site and no further evaluation is warranted at this time.